Event description:
Veritas collagen matrix was used in a bilateral breast reconstruction case in early (B)(6) 2011. In early (B)(6) 2011, the pt presented with an infection on her right breast and the left breast seemed to be following the normal course in the expansion process. The pt went back to the operating room with plans to extract the tissue expander manufactured by allergan. Upon making the incision in the right breast and observing the tissue expander, it was noted that the veritas, "had not incorporated and it tore apart like tissue paper." The left breast tissue expander was excised and the veritas patch was not visible. As it was 4 1/2 weeks post-op, it was believed that the veritas in the left breast had already revascularized and the surgeon probably saw the pt's own tissue.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.